Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the pump was not returned for investigation. Data log was not provided or could not be retrieved from the remote server. Clinical symptoms (thrombosis/thrombus): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptoms (hemorrhage/bleeding): the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood (hemolysis): the cause of the hemolysis issue was not determined without returned product and sufficient clinical details. Device history lot: device batch: 1958867. Device history batch: subcomponent lot: na. Device history review: the pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The user facility reported that during support of impella 5.5 on september 15th, 2025, that the bleeding; hemolysis; thrombus. Thrombus noted on extracorporeal membrane oxygenation (ECMO) venous drainage, one unit of blood and one unit of platelets given over night. The medical team observed thrombus formation on venous drainage of ECMO circuit and are continuing to withhold anti-coagulation regardless of this observation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.